Event description:
It was reported that, after dsa examination, the patient was diagnosed with a giant aneurysm measuring 30mm x 30mm in the c6 segment of the left internal carotid artery. The physician planned the use of the fred flow diverter stent and coil embolization. After measuring the diameter of the blood vessels, the distal end of the tumor neck was 3.0mm and the proximal end was 5.2mm. After the stent catheter and embolization catheter were respectively in place, the introducer was sent into the y-valve and pressed against the end of the microcatheter after the tail end came out of the water. Then the stent was delivered, and the distal end of the stent was anchored in the middle of m1 and slowly released. The stent did not open properly at the end of c7, and after multiple attempts, the stent still did not open properly. The physician considered that the large size and wide neck of the aneurysm would affect the release of the stent, hence, prepared to fill-in partial coil as support. After filling the coil part and releasing the stent again, the stent still did not open properly at the end of c7 after multiple attempts. The stent was removed from the patient and when pushed out in saline basin, it was found that the distal end of the stent had deformed. The physician decided to prepare for the replacement of the stent and to remove the coil. During the process of removing the non-microvention coil, the coil was stretched and disconnected. The physician planned to use a scepter c balloon catheter to press and remove the coil, but the balloon distal end had a groove and could not be inflated. The physician then used a coronary balloon and removed the coil. The physician discussed the case with the patient's family and decided to terminate the procedure and reschedule at a later date.

Manufacturer narrative:
A search for non-conformances associated with the reported part and lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was reported available for return for analysis, but has not yet been received and procedure images not provided. Therefore, the alleged product issue cannot be confirmed at this time. If the device or additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information has been received indicating additional intervention was performed on (B)(6) 2024 and reportedly, the patient recovered well. The device has not been received at the time of this report. Additional supplemental report will be submitted if the device is return and evaluated.

Manufacturer narrative:
Additional information: d10 (date device returned), h6, h10 (device evaluation). Investigation findings items returned for evaluation: stent, pusher, introducer. Items not returned for evaluation: microcatheter. The stent was returned loaded in the introducer. The stent was advanced into an in-house microcatheter for the investigation. The stent was able to fully open upon deployment during the investigation. The stent body od is measured within specification. No deformity was observed on the stent during the investigation. Investigation conclusion: the investigation of the returned stent system found the stent returned loaded in the introducer. The investigation found the stent was able to successfully advance through an in-house microcatheter and fully open upon deployment. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported complaint. The microcatheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.